Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) only changed out the cassette. The event occurred during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A batch review of lot h13k06109 was performed with no issues noted during the manufacturing process. This complaint is for a report of a use error - reuse of single-use product during the priming stage, where the home patient stated that she changed out the cassette but did not change out the solution bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide instructs the user not to attempt to reuse any disposable supplies. The patient guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The patient guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.